Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extension felt extremely tight. The patient's healthcare provider (hcp) told them it was a buildup of scar tissue and encouraged the patient to rub it. As a result, the patient said they spend a lot of time rubbing the extension from the top of their ear to the bottom of their neck to try to break up the scar tissue, but it still feels extremely tight. Consequently, the patient said they don't have 100% rotation or lifting of their head. In the last month or two, the patient said it felt as though the therapy was turning itself off, sometimes twice a day. When these episodes occur the patient's tremor "comes back with a vengeance." In addition, they notice a change in the quality of their voice, it becomes difficult to swallow, and they find themselves unable to write legibly. However, when they check the status of the ins in the my dbs therapy app it shows therapy on. While in the a pp the patient said they "tell it to revert therapy" and the therapy gets restored to its original effectiveness for maybe 4-6 hours to a day before becoming ineffective again. About 2 weeks ago the patient had a couple of episodes where it felt like the therapy was off as they were doing some "relatively strenuous" work in their yard. Yesterday morning the patient got up for breakfast but couldn't fork any food out of the bowl onto a plate, and yesterday afternoon they couldn't pick up a cup to drink water. The patient said they "redid therapy again" and were fine after that, but later that afternoon their tremor was so bad they couldn't unscrew the cap off of a coke bottle. The patient didn't understand why the therapy was losing efficacy seemingly at random. The patient denied having any falls. The patient stated that they never let the ins battery level get below 50%, and they charge the ins at least every 10 days. Once connected to the ins, the patient confirmed therapy was on and ins battery was 60% charged. The patient was redirected to their hcp to further address the issue. The patient said their next appointment with their managing hcp will be in 1 month.